Manufacturer narrative:
According to the manufacturer the failure of the focus function occurred due to an incorrect fitting of a third party drape to the device. The drape got tangled around the focus knob causing it to become stuck. The user manual instructs the user to ensure the proper draping of the system to allow proper movement of the microscope. (B)(4).

Event description:
A health care professional (hcp) reported that the focus function of the opmi vario microscope stopped working after 1 hour and 30 minutes into a surgery. The system displayed error #12, related to the zoom end position. The hcp decided to abort the procedure and rescheduled it for a later date. No adverse consequences to the patient were reported.